Event description:
Reportable based on analysis completed on 24sep2014. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, concentric and de novo target lesion which is 32mm in length and 2.75mm in diameter is located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 7f unspecified guide catheter and a non-bsc guide wire were advanced to the lesion. The lesion was predilated with a 2.0 x 12mm non bsc balloon catheter, leaving 80% residual stenosis in the lesion. A 3.75 x 32 taxus¿ liberté¿ stent was selected; however, the device was unable to cross the target lesion. The procedure was completed with a non bsc stent. No patient complications were reported and the patient's status was stable. However, device analysis revealed stent detachment and stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). The stent had detached from the balloon. Only the stent was returned for analysis. The entire stent was damaged with the stent struts stretched and distorted. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).